Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported their implantable neurostimulator recharger (insr) screen was frozen. It was reported that the stimulation stopped. It was reported that the patient had neck injections. The patient reported that they reset their insr but did not resolve the issue. The insr was still frozen on the screen showing to plug in the insr. The screen had been there since (B)(6) and the patient had not felt stimulation since (B)(6). The patient was aggravated with the device. It was reported that the patient had trouble with the device since they got it. The patient reported that the desktop charger (dtc) connector might be loose as it won't charge the insr. Relevant medical history includes spinal pain. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reports that the patient was assisted with the issue and they received a new part on the next day.